Event description:
It was reported that an arrhythmia occurred. The patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 25mm lotus edge valve. Pre balloon aortic valvuoplasty(bav) was performed and the lotus edge valve was implanted successfully. At an unknown time the patient developed an arrhythmia. Post procedure, a permanent pacemaker was implanted to treat the arrhythmia.